Event description:
It was reported that a proultra tip #8 separated in the package. No injury occurred.

Manufacturer narrative:
Though there was no report of patient injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr.). Therefore, this event is reportable. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.